Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis and passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was performing ongoing treatment with heparin intraperitoneally (2mg, frequency and duration not reported) at the time of the event. The patient was treated with vancomycin intraperitoneally (1.5g) for one day. After two weeks, the patient passed away. Treatment with heparin was discontinued two days prior to the patient passing away. The cause of death was unknown. It was not reported if the patient recovered from the peritonitis prior to death. Peritoneal dialysis therapy was ongoing until the time of death. An autopsy was not performed and a death certificate was not available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.